Event description:
It was reported "the top of the case for the power button came off and has difficulties turning on pump screen". There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.